Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the initial reporter's complaint. The instrument grip cables were broken at the distal clevis hub. The cable segment stuck out at the wrist. The distal clevis hub did not exhibit any wear. The other cables at the wrist were not damaged. An additional observation not reported by the site was that the instrument main tube had scratch marks/abrasions. The distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damages were found on the instrument. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction of a broken grip cable and damage to the main tube to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci sacrocolpopexy procedure, the wire from the mega suturecut needle drive was loose. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.